Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of returned logs found that a probable cause was unable to be determined. The logs provided no additional insight to the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the navigation system was ¿hung up¿ when receiving an exam from the imaging system being used for the procedure. The system was rebooted, and the exam was manually pushed. This issue occurred intraoperatively and cause a 15-20 minute delay. There was no reported impact on patient outcome.